Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient sometimes received a sensation like their ins had been turned up too high when they went through automatic doors. The patient noted it didn¿t happen all the time, and they never knew when it will. The patient inquired if that zapped their battery. The patient explained that six months to a year ago while they were in the doctor¿s office, they had someone check their battery life who said they could have another five years on the battery. The patient noted their unit was on a low setting. A couple of weeks ago, the patient¿s doctor checked it and said the battery needed to be replaced. The patient noted they had never touched the settings or tested them, and they were really shocked. The patient noted that this was why they were wondering if the sensations they had with the doors may have caused the battery to go faster. The patient noted they pulled out their programmer and did a test a few days ago and the reading was 0.05. The patient noted it had been 3 years and a month since implant. On 2019-oct-03 the patient called repeating the same issue adding that they meant when they went through security gates they got zapped. The patient thought the security gates deplete their battery and it was reviewed that the battery longevity is based on settings. The patient stated they went to the healthcare provider¿s a few weeks ago and were told the battery would need to be replaced soon, and right now they were at 0.7v and the therapy was confirmed to be on with the programmer on the call. The patient noted the uncomfortable stimulation started happening a year or two ago. It was reviewed that the patient could turn stimulation off with their programmer before walking through security gates. The patient noted they didn¿t always carry the programmer with them. The patient was redirected to their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that their ¿battery is about shot¿. No steps had been taken at the time of report and they were to have surgery next week to replace the battery. The patient stated that ¿I do not know for sure what depleted my battery faster than I had been told with previous test¿. They noted that they had ¿not been able to get a real answer¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient was not feeling stimulation and had no idea the battery was dead until their doctor told them at appointment on (B)(6). Patient weight on (B)(6) 2019 was (B)(6) pounds. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.